Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's son reported via phone call of customer's high blood glucose levels. The son states the customer received message on pump that said max bolus exceeded. The customer tried to bolus at night but the pump would not allow it. The customer's blood glucose level was 593mg/dl. The customer states they would monitor the device and call back if issues persist.